Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A cartridge change was performed resolving the issue. While performing a supply change, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 288 mg/dl. The customer reverted to manual injections for insulin therapy.